Event description:
The pump was involved in 2 separate issues: oncology patient receiving normal saline for hydration. Pump alarmed upstream occlusion x2. The second occurrence was during infusion of carboplatin. Upstream occlusion x2. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in.